Event description:
Status post fracture to right femur. Pt underwent repair in 2001 with cerclage wire and strut fixation. 12 weeks later, md notified by MFR that certain codes of crimp sleeves did not receive adequate heat treatment processing which may lead to inability to crimp device. Sleeves are not expected to have holding strength of crimped annealed sleeves. No known injury to this pt, but there is potential for cable to exhibit loosening during fracture healing process.